Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, mid circumflex. Predilatation was performed on the lesion. The 2.5 x 15 mm xience alpine stent delivery system was crossed to the lesion without issue. The stent delivery system balloon was inflated at 6, 8 and 10 atmospheres (atm) for 20 seconds, at which time the pressure dropped back down to 6 atm. Negative pressure was applied and the balloon was reinflated to 6, 10 and 12 atm again; however, only the distal end of the stent appeared to be deploying. The balloon was held for approximately 1.5 minutes and again negative pressure was applied. The stent implant was not deployed. The indeflator was disconnected. While disconnected, on fluoroscopy the stent now appeared fully expanded, with dye visible in the inflated balloon. A syringe was attached to the balloon catheter and negative pressure was applied fully deflating the balloon. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation and deflation difficulties were unable to be confirmed. The difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).